Manufacturer narrative:
The investigation determined that lower than expected vitros ipth results were obtained when a customer was processing non-vitros (biorad) qc fluids using vitros ipth lot 1330 on a vitros 5600 integrated system. A definitive cause of the lower than expected vitros ipth results from biorad qc fluid testing was not established. Improper biorad qc fluid handling cannot be ruled out as a contributor to the event, as no information was provided regarding the handling of the biorad qc fluids. Additionally, the vitros ipth results showed poor precision when biorad qc fluids were tested following the event, which could be attributed to improper biorad qc fluid handling. A vitros ipth lot 1330 reagent issue cannot be ruled out as a contributor to the event, as vitros ipth lot 1330 was put into use on (B)(6) 2020, therefore there were no historical biorad qc results to verify the performance of vitros ipth result leading up to the first event on (B)(6) 2020. However, patient correlation between the customer¿s previous lot of vitros ipth (lot 1300) and the customer¿s new lot of vitros ipth (lot 1330) showed concordance and the customer accepted the results. Furthermore, the vitros ipth lot 1330 results from vitros ipth qc fluid testing were acceptable and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1330. Additionally, the biorad lyphochek immunoassay plus control qc fluids are not recommended qc fluids for ipth measurement and biorad does not provide a lot 40380 pi for the vitros ipth reagent assay. The use of a non-recommended qc fluid to verify vitros ipth reagent performance cannot be ruled out as a contributor to the event. A vitros 5600 integrated system was not a likely contributor to the event, as diagnostic precision testing indicated acceptable instrument performance on (B)(6) 2020. (B)(4).

Event description:
The customer reported that lower than expected vitros ipth results were obtained when processing non-vitros (biorad) quality control (qc) fluids using vitros ipth lot 1330 on a vitros 5600 integrated system. Biorad lot 40381, vitros ipth result of 0.90 pmol/l versus the peer mean result of 1.92 pmol/l. Biorad lot 40382, vitros ipth result of 7.93 pmol/l versus the peer mean result of 12.21 pmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results were obtained when the customer was processing non-patient fluids. However, the investigation could not rule out that patient sample would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).